Event description:
The hospital reported that during the procedure there was attempted to tighten the knob in the acrobat-I stabilizer. A "crack" sound was heard and a small piece fell off of the stabilizer and the knob would not tighten (spin freely). The positioner was detached, broken piece retrieved and set aside by surgeon forceps it did not fall into the chest cavity. No material / broken piece fell into chest cavity. It fell outside. A new device was opened to complete the case. Unknown if there was a procedural delay. No additional incisions or procedures were required due to the reported failure. Unknown if there were harmful effects to patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.